Event description:
The main body graft was introduced via a right sided introduction. Although deployment of the endovascular modular graft went well, post angiogram noted the contralateral iliac leg graft had narrowed at a prevalent bend in the vessel. In order to prevent future occlusion of the graft, due to extreme tortuosity, a stent was deployed within the iliac leg graft providing the additional radial force needed to ensure patency of the graft lumen. Final angiogram viewed good blood flow through the graft with a successful exclusion of the aneurysm.